Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer's blood glucose level was 190 mg/dl. Standard troubleshooting was performed. The customer stated that the arrow key was either nonresponsive or continuously scrolling. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.